Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2014. Patient came in emergently with abdominal pain and computed tomography (CT) showed aneurysm sac growth, rupture, a peri-aortic hematoma and a type 3a endoleak with component separation. The report also indicated the patient had chimney renal stents implanted, date of implant is unknown. During the repair procedure a type 3b endoleak was identified. The physician elected to complete an aui fem-fem bypass to repair the ruptured aneurysm. The physician implanted a non-endologix main body and two limb extensions as aortic components. An endoleak was still seen, two non endologix devices were implanted into the right common iliac artery to plug the artery. An endoleak was still seen, possible type 1a or type 3a and the physician implanted an additional limb extension to seal the endoleak. The procedure was completed with a slight type 1a endoleak remaining. The physician plans to follow up with the patient and take further action as needed. There have been no additional adverse events reported for this patient.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirm a aneurysm rupture, a type 3a endoleak with complete component separation, a type 3b endoleak of the main body, a fem-fem bypass, and a persistent unknown endoleak. The clinical evaluation additionally found evidence to support the following potential contributing factors to the reported event; off label use, use of bilateral non-endologix renal stents, calcification in the aortic neck, and severe calcification at the bifurcation. The review of manufacturing lot confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause at this time.